Event description:
It was reported to boston scientific corporation on november 12, 2021 that an event occurred involving a wallflex biliary rx partially covered stent on (B)(6), 2021. It was noted that the stent was longer than the labeled length. The physician stated there were "problems with the distal end of the stent." There were no reported patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0203 captures the reportable event of stent size incorrect. Block h10: a wallflex biliary rx partially covered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual examination found that the outer clear sheath was detached from the hub. The outer sheath was stretched out in the guidewire access sleeve (gas) section. The reconstrainment band was worn and the handle was slightly bent. A functional examination was performed and found that it was not possible to deploy the stent using the delivery system as received due to the handle being broken; however, it was possible to manually deploy the stent by gripping the outer sheath and pulling the tip distally. A dimensional inspection was performed and noted the outer diameter (od) of the stent, the stent length, and the working length of the delivery system were measured and found to be within specification. No other issues were noted with the stent and delivery system. The reported event of stent size incorrect could not be confirmed; the outer diameter (od) of the stent, the stent length, and the working length of the delivery system were measured and found to be within specification. Additionally, the observed damages noted to the device could have occurred during the procedure. Taking all available information, there is no indication of what the customer reported because dimensional inspection revealed that the stent's size was correct. Additionally, the packaging of the device was not returned, hence it is not possible to confirm the information on the label. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an event occured involving a wallflex biliary rx partially covered stent on (B)(6) 2021. It was noted that the stent was longer than the labeled length. The physician stated there were "problems with the distal end of the stent." There were no reported patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.